Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before (B)(6) 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the electrical remote-controlled tubing clamp. The incident occurred in wales, united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electrical remote-controlled tubing clamp (erc) would not respond and gave an error message (unknown) on control unit.the issue occurred when the unit was in service.there was no patient injury.

Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. The technician could reproduce the reported issue: "arterial clamp does not open/close" and "arterial clamp defective" error messages were displayed. The device was tested and found the motor unit completely blocked inside the clamp housing. Therefore, in order to solve the issue, the following parts were replaced: - stator with sensor board; - spindle complete with block - clamp housing rear; - bearing scp - groove ball bearing; - flat washer; - spring washer; pcb zka control board. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: based on all the collected information, the most likely root cause of the reported event has been assigned to a mechanical failure of the complete motor block of the electrical remote-controlled tubing clamp (erc).

Event description:
See initial report.